Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's recharger (insr) was not taking a charge. The caller plugged in the insr to the wall outlet and it was taking a charge fine, showed the plug on the screen and showed active charging. Caller to call back if any further issues occur. Additional information was received from the patient, which stated that the green light was on the connection was secure and the white arrows were lined up. The insr was nearly charged to full. Caller got the patient and tried to start a charge but got reposition antenna. They were not successful to reposition the antenna to make a connection. They were to get the insr replaced however if that did not resolve the issue the patient would need to see a health care professional. Another caller called in, stating the patient implant was not working. Caller states she was not with patient, and all the external equipment was with patient at the rehab facility. Additional information was received from the patient on (B)(6) 2018, stating they mentioned replacement insr was received, but issue was unresolved. Caller mentioned she was told if the insr did not work, the patient would have to be seen in-office, but the patient does not have a doctor. Physician listings were sent. Additional information was received from the patient (B)(6) 2018, no new information. No symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the cause of the ins not working was that the recharger was not working, and that the recharger was replaced but the issue was not resolved. No patient complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins stopped working again. The patient was redirected to their hcp office to see if the device was overdischarged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.